Manufacturer narrative:
Retainer ring = black. On (B)(6) /2021 customer alleged cosmetic damage at the battery compartment(crack), pump error 35, and critical pump error(open book image) alarm after moisture exposure. Device received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) and pump error 35 due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the [electrical board 1 / electrical board 2 / force sensor]. Unable to download insulin pump's history and trace files using thump due to frozen display anomaly. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Customer allegation for pump receiving critical pump error (open book image) and pump error 35 alarms was unable to be confirmed due to frozen display (flashing medtronic logo) which occurred due to severe corroded electronic assemblies. Unable to download insulin pump's history and trace files using thump due to frozen display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that they received pump error alarm was displayed. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.